Manufacturer narrative:
The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported a spectrum pump had an undetected upstream occlusion during therapy. The nurse reported she noticed the full bag of insulin hanging (100ml) after therapy had been going on for an hour. The bag was supposed to fully infuse in two hours. She checked the IV lines and found infuse in two hours. She checked the IV lines and found the blue slide clamp was closed above the pump. The customer reported there was one upstream occlusion alarm during this hour, but after suspending this alarm by pressing ok and run, the pump never alarmed again to indicate there was an occlusion. The visual prompts from the pump were acting as if fluid was infusing, yet the bag was still full and nothing seemed to have actually infused. Finally it was reported the pt's blood sugar was out of control for 4 hours but there was no harm to the pt.